Event description:
When starting up the dialysis, blood was aspirated from the cdc. At the same time, blood leaking out from the insertion area. Did the blood come from the catheter - out in the tunneled area?